Manufacturer narrative:
(B)(4). The device was returned and evaluation is complete. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A visual inspection was performed. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no defects or malfunctions found with the device. Upon conclusion of the investigation, the cause of the reported issue was use error, tidal total ultrafiltration removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 02:23:24. During night drain cycle seven, the patient's ultrafiltration reading was 1874ml, indicating the home patient drained 1024ml more than their maximum programmed fill volume of 1700ml. No further information was available.